Manufacturer narrative:
Device evaluated by manufacturer? The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: a connector to the flowmeter came off during treatment. No patient injury reported.